Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent electrocautery enhanced delivery system was to be implanted in the sigma (colon) for a drainage of sigma collection bronchial stenosis during an endoscopic ultrasound (eus)-guided endoscopic drainage of a collection procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was able to deploy. However, the first flange did not expand. The axios stent second flange was then released. However, the axios stent was delivered out of the collection. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted in the colon. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the colon.